Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) year old female patient who had essure (batch no. 626917/ 627730) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion medically significant), pruritus ("itching"), dry skin ("dry skin"), atopy ("atopic (skin)"), insomnia ("insomnia"), myalgia ("muscle pain"), dizziness ("dizziness"), sinusitis ("sinusitis"), fibrocystic breast disease ("fibrocystic breast disease"), dry mouth ("dry mouth"), premature menopause ("early menopause"), cardiovascular disorder ("poor blood circulation"), raynaud's phenomenon ("cold and white hands and feet (raynaud's syndrome)"), mucous stools ("mucous stools"), diarrhoea ("loose stools"), balance disorder ("feeling of loss of balance"), memory impairment ("memory problem"), paraesthesia ("tingling in the extremities"), limb discomfort ("heavy legs"), hyperhidrosis ("sweating all over the body"), burning sensation ("burning all over the body"), visual impairment ("vision problem"), arthralgia ("joint pain"), neck pain ("neck pain"), tendonitis ("tendonitis") and musculoskeletal stiffness ("muscle stiffness"). At the time of the report, the back pain, pruritus, dry skin, atopy, insomnia, myalgia, dizziness, sinusitis, fibrocystic breast disease, dry mouth, premature menopause, cardiovascular disorder, raynaud's phenomenon, mucous stools, diarrhoea, balance disorder, memory impairment, paraesthesia, limb discomfort, hyperhidrosis, burning sensation, visual impairment, arthralgia, neck pain, tendonitis and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for arthralgia, atopy, back pain, balance disorder, burning sensation, cardiovascular disorder, diarrhoea, dizziness, dry mouth, dry skin, fibrocystic breast disease, hyperhidrosis, insomnia, limb discomfort, memory impairment, mucous stools, musculoskeletal stiffness, myalgia, neck pain, paraesthesia, premature menopause, pruritus, raynaud's phenomenon, sinusitis, tendonitis and visual impairment with essure. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 38-year-old female patient who had essure (batch no. 626917,627730) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion medically significant), pruritus ("itching"), dry skin ("dry skin"), atopy ("atopic (skin)"), insomnia ("insomnia"), myalgia ("muscle pain"), dizziness ("dizziness"), sinusitis ("sinusitis"), fibrocystic breast disease ("fibrocystic breast disease"), dry mouth ("dry mouth"), premature menopause ("early menopause"), cardiovascular disorder ("poor blood circulation"), raynaud's phenomenon ("cold and white hands and feet (raynaud's syndrome)"), mucous stools ("mucous stools"), diarrhoea ("loose stools"), balance disorder ("feeling of loss of balance"), memory impairment ("memory problem"), paraesthesia ("tingling in the extremities"), limb discomfort ("heavy legs"), hyperhidrosis ("sweating all over the body"), burning sensation ("burning all over the body"), visual impairment ("vision problem"), arthralgia ("joint pain"), neck pain ("neck pain"), tendonitis ("tendonitis") and musculoskeletal stiffness ("muscle stiffness"). At the time of the report, the back pain, pruritus, dry skin, atopy, insomnia, myalgia, dizziness, sinusitis, fibrocystic breast disease, dry mouth, premature menopause, cardiovascular disorder, raynaud's phenomenon, mucous stools, diarrhoea, balance disorder, memory impairment, paraesthesia, limb discomfort, hyperhidrosis, burning sensation, visual impairment, arthralgia, neck pain, tendonitis and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for arthralgia, atopy, back pain, balance disorder, burning sensation, cardiovascular disorder, diarrhoea, dizziness, dry mouth, dry skin, fibrocystic breast disease, hyperhidrosis, insomnia, limb discomfort, memory impairment, mucous stools, musculoskeletal stiffness, myalgia, neck pain, paraesthesia, premature menopause, pruritus, raynaud's phenomenon, sinusitis, tendonitis and visual impairment with essure. Lot number: 626917, manufacture date: 2008-04, expiration date: 2010-04. Lot number: 627730, manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.